Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 397 mg/dl and high ketones which a health care provider determined to be dangerous/life threatening. Customer was treated with manual injections, and intravenous fluids of saline and insulin to address bg. Customer was released 6 hours later with no permanent damage. Reportedly, the cause for the elevated bg was not known, however it was determined that the insulin gauge was inaccurate which may have contributed to the elevated bg. Customer loaded a new cartridge to address the issue. Reportedly, the customer reverted to manual injections for insulin therapy.